Event description:
The customer reported having issues finding and using insertion sites on the body, occlusions of insulin delivery, and getting high blood glucose values. Troubleshooting showed no malfunction of the insulin pump, but could not be continued due the customer not having a tubing clamp, which was then ordered for delivery to the customer. The customer's blood glucose value was 18 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints.(B)(4)